Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the device data log noted a "cassette not attached properly" alarm was recorded. Functional testing included use and pressure testing. The pump was powered on and no issue was found with attaching a cassette onto the pump. Based on the evidence, the complaint was unable to be confirmed.

Event description:
Information was received indicating that this ambulatory infusion pump was not able to attach a cassette. No adverse effects were reported.